Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to loss of communication with outlet flow sensor. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
Resmed requested for the device to be returned so that an evaluation can be performed. The astral device was not returned to resmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a defective outlet flow sensor in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to communication with the outlet flow sensor. There was no harm or serious injury reported as a result of the incident.